Event description:
Subsequently, additional information was received that this system was re-sterilized and re-implanted on the right side.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
---

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was recently received that this device was not re-sterilized and re-implanted, but was instead fully explanted and replaced with a new lead. The pulse generator, however, was in fact re-sterilized and re-implanted with the new leads. No additional adverse patient effects were reported.